Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the down arrow button required multiple presses to respond. The reporter stated that this was an issue for one week and the issue was getting worse the last few days. The reporter confirmed that there was no trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the down arrow response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was intermittently responsive during testing and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.